Event description:
New information received notes noise was also observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2025 and replaced. The patient was discharged.

Event description:
It was reported that the patient was asymptomatic. It was noted that a high voltage lead impedance (hvli) was observed via remote monitoring on the right ventricular (rv) lead. Programming changes to turn off defibrillation therapy were performed. The rv lead was being monitored. The patient was stable.